Event description:
It was reported that the pt's bladder was performed during labor and delivery. Additional info has been requested but not yet received.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unk therefore the device history record could not be reviewed. (B)(4).